Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding events and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. It was reported that the patient experienced mediastinal bleeding and multiple clots over the heart with bilateral pleura. This reportedly occurred on (B)(6) 2021, one day after hm3 lvas, serial number (B)(6) was implanted. There was no active surgical bleed. Diffuse bleeding from raw surface area due to coagulopathy was reported. The bleeding resolved without sequelae on (B)(6) 2021. The patient experienced epistaxis on (B)(6) 2021 with a drop in hemoglobin. There was no evidence of oropharyngeal bleeding. On (B)(6) 2021 a large clot was noted extending from the nasopharynx into the oropharynx. A flexible scope did not show any source of bleeding, however the patient developed a significant amount of hemoptysis during the exam. The patient received 2 units of fresh frozen plasma and underwent bilateral nasal packing. Inr (international normalized ratio was 3.7 on (B)(6) 2021 but was down to 3.3 on (B)(6) 2021. Cardiac arrhythmia was also reported; however, it was clarified that the arrhythmia existed prior to the implantation of the hm3 lvas. The arrhythmia did not result in any clinical compromise. The patient remains ongoing on hm3 lvas, serial number (B)(6). The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Cardiac arrhythmia is also listed as an adverse event; however, it was reported that the patient¿s arrhythmia was pre-existing prior to the implantation of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Section 1 also lists cardiac arrhythmia as an adverse event; however, it was reported that the patient¿s arrhythmia was pre-existing prior to the implantation of the hm3 lvas. Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was re-started on mexiletine and amiodarone. Arrhythmia that existed prior to the implantation of the left ventricular assist device (lvad). The patient underwent ventricular tachycardia (vt) as a concurrent procedure to the lvad implant. The patient had 4 episodes of monomorphic vt with a cycle length of approximately 380 milliseconds (ms). Right bundloid morphology noted with right inferior axis, possibly with origin in the anterolateral left ventricle. Lidocaine was also administered on (B)(6) 2021. Arrhythmia did not result in clinical compromise. Further details regarding the surgical intervention noted that the patient went back to the operating room (or) for mediastinal bleeding, only raw surfaces noted. The patient did require significant blood products. The bleeding event that required surgical intervention resolved without sequelae on (B)(6) 2021. On (B)(6) 2021, ear nose and throat (ent) was consulted for epistaxis and on (B)(6) 2021 the patient had bilateral nose packing in place.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had mediastinal bleeding, multiple clots over her heart, and bilateral pleura. There was no active surgical bleeding. Bleeding from raw surface area due to the coagulopathy. The patient's bleeding was treated with blood products. The patients implantable cardioverter defibrillator (ICD) shocked on the morning of (B)(6) 2021 for ventricular tachycardia (vt) and the ICD was found to be over-sensing. ICD programming changes were made. On (B)(6) 2021 the patient experienced epistaxis with a drop in hemoglobin (hgb) levels. On (B)(6) 2021 an ear nose and throat (ent) exam was performed, which showed no evidence of oropharyngeal bleeding. The ent was consulted on (B)(6) 2021 for epistaxis and a large clot extending from the nasopharynx into the oropharynx. The source of the bleeding was not identified. The patient developed significant hemoptysis. The patient received 2 units of frozen fresh plasma (ffp) and had nares packed. The patient's inr value on (B)(6) 2021 was 3.7. The inr value for the patient dropped down to 3.3. An other cardiac arrhythmia was identified which resolved without sequelae. The patient's vt existed prior to the vad and the patient underwent vt ablation at the time of lvad implant.